Event description:
Pt had sudden onset of worsening spasticity in 2002. Dosage of baclofen increased by 10% without improvement. No fever or uti present. Films done of the t-spine showed disconnection of the catheter. Pump revised in 2002. Same symptoms occurred again 6 weeks later after spasticity was in better control. T-spine films again showed disconnect/break in catheter. Pt is now on oral baclofen and other meds. Pt is seeking another physician consult who has experience with this type of problem.